Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as indentation and garment under one arm is cutting into their skin which has now scabbed over. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removing lifevest for the skin irritation. Follow up indicated that the skin irritation improved.